Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not flow and air was observed in the line. The customer tried back priming twice and opened vent. Air below filter trigger air-in-line again. The filter was laying on it side on pump handle. The issue occurred during infusion of panitumumab and 0.9% sodium chloride (nacl). It was further reported that a non baxter pump alarms proximal air in line. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Concomitant product - one-link needle-free IV connector. Attached 0.22 micron filter. Arisure closed male luer. Correction for event: it was reported that there was an under infusion of chemotherapy medication and an occlusion air alarm while using a clearlink secondary medication set. The device was being used in conjunction with a non-baxter primary set infusing 0.9% sodium chloride, a non-baxter male luer, and a non-baxter infusion pump. It was observed that there was medication still left in the secondary set drip chamber. The pump presented an occlusion air alarm. Back priming was performed twice, and the alarm occurred again. It was unspecified if the customer was able to continue with therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample and a photograph were received for evaluation. Visual inspection of the photograph and the sample were performed with the naked eye. The actual sample was contaminated with chemotherapy drug. The reported condition could not be verified during initial visual inspection of the photograph or of the actual sample. No functional testing was performed due to the nature of the returned samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.